Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during laparoscopic appendectomy procedure, the surgeon fired the device for the second firing with a white reload across the base of the appendix. When the surgeon observed the staple line, it had cut completely but stapled only on one side of the cut line. They used an endo loop around the base of the appendix as a security measure to complete the procedure. There was no patient consequence reported.